Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient interface lost suction at the canal during laser treatment. The procedure was completed the same day with no patient harm.

Manufacturer narrative:
The review of logfile shows the reported treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal which caused the interruption of the treatment during bed cut . So the reported issue is not caused by the system or the used patient interface. An information message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause was identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).